Manufacturer narrative:
(B)(4). Concomitant medical products: blue reload for echelon 60.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the analysis found that one pse60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the during a video sleeve gastroplasty, the doctor fired the stapler and noticed the tissue being pushed to the stapler tip. When it opened, he saw that the anastomosis was open. There was no full clipping and tissue sectioning, leaving anastomosis fully open. The stapler cut the tissue only in the serous layer, but did not cut the mucosa completely and consequently did not staple. The surgeon eventually used another load (and stapler) and narrowed the nearest anastomosis of the fouchet probe. Patient status is without changes and goes well in treatment. There was no patient consequence or change to post-op care as a result of the event.